Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed during performance verification testing due to a +24 v failure reference failure. This occurred after the air motor controller board was replaced. There was no patient involvement.

Manufacturer narrative:
Corrections.